Manufacturer narrative:
The device was not implanted and was presumably discarded. Lot number was requested but was not available. The patient has history of fuchs dystrophy; the labeling contains a warning regarding implantation in patients with fuchs. Inability to implant the device, corneal edema, corneal opacity, descemet¿s detachment, blurred vision, and secondary surgical intervention are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A case report was published on a patient who underwent attempted hydrus microstent implantation on (B)(6) 2020 with an unknown surgeon. Implantation was complicated by challenges with inserting the device and the procedure was aborted. Five months later, the patient was examined by another surgeon who noted moderate corneal edema and a focal descemet¿s detachment. An intracameral air injection was performed in an attempt to reattach the tissue. After 1 week there was no clinical improvement in findings so a descemet stripping only (dso) procedure was performed. Histopathology was consistent with fuchs dystrophy. At 1-week follow-up, the corneal edema was improved with no remaining descemet¿s detachment. At last exam on (B)(6) 2021, bcva was 20/30 and iop was 11 mmhg with no corneal edema and mild subepithelial haze present status post descemetorrhexis.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The cause of inability to implant and the reported clinical issues cannot be identified. The manufacturer internal reference number is: (B)(4).